Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 2.50 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found central stent damage. Struts 12-14 from the distal edge of the stent were lifted and pulled distally. The remainder of the stent was undamaged. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) of the undamaged section of the stent was measured using snap gauge and the result is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the inner and outer polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 19-jan-2017. It was reported that crossing difficulties were encountered. The 93% stenosed lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. After predilation was performed with a 15x15 balloon catheter, a 2.50x38mm synergy¿ drug-eluting stent was advanced but the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.